Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 ( FDA-2014-n-0736-2293, awareness date 04-nov-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in the right tube in (B)(6) 2013. Consumer reported that she experienced lots of pain and bleeding during procedure and was unable to place left coil. She had heavy periods after. In (B)(6) 2014 second coil was placed under general anesthesia. By (B)(6) 2014 her periods were so heavy and long that was not much time in between each one. She was also having bad clotting. In (B)(6) 2015 she had a cryoablation performed to lessen the bleeding. Quality assessment: in this case, no product sample was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had bleeding during the procedure. After insertion she had heavier long periods with bad clotting, and underwent a cryoablation to lessen the bleeding. These events were considered serious due to medical significance and are listed in the reference safety information for essure. Bleeding may occur during the micro-insert placement procedure. Also, after essure insertion genital bleeding and menses pattern changes may occur. Given the nature of the reported events and in the lack of an alternative explanation, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since a medical intervention was performed. Based on the available information, there is no relationship between the reported events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.